Event description:
It was reported that (6) devices were used during a laparoscopic nissen. It was reported by the rep that the surgeon was using the lcsc5 with a hp052 and the tissue was in the jaws. A strange noise began and surgeon opened the jaws and tissue pad had melted off. There was sufficient tissue in the jaws. This surgeon uses harmonic scalpel a lot. A second lcsc5 was pulled. It toned out. A third lcsc5 was pulled and the tone out occurred again. A new hp052 was pulled and still had same problem. A new box of lcsc5 with a different lot number was used with no problems the case was extended 20 minutes.